Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer, assisted by technical support, removed the pump from the case, inspected and cleaned the pneumatic tap area, and successfully loaded the cartridge onto the pump, allowing insulin delivery to resume.